Event description:
The customer reported corrosion of the therapy connector of this device. There was no pt event or involvement.

Manufacturer narrative:
(B)(4). The customer reported corrosion of the therapy connector of this device. There was no pt even or involvement. The device was evaluated locally by philips and the symptom was confirmed. The therapy connector was replaced to resolve the symptom.